Manufacturer narrative:
(B)(4). The customer's complaint of 'display missing segments' was confirmed.

Manufacturer narrative:
Covidien reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported by the biomedical engineer that the device was missing segments in the display and that when the device goes through power on self test (post), the display shows "6"s instead of "8"s. There is no report of patient involvement or harm. There is no report of serious injury or death associated with this event.